Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis. Treatment was not reported. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
During follow up, the nurse reported the peritoneal dialysis patient had died. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was reported the patient was not recovered from the peritonitis event prior to death (previously reported as recovering). It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.